Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records were limited to the patient's implant op report and implant tracking log only. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: (B)(6) 2008 - the patient was diagnosed with severe cystocele, vaginal prolapse, rectocele, urethral hypermobility and stress incontinence. The patient underwent an anterior posterior repair, bilateral sacrospinous ligament fixation, implant of a non bard davol bioarc sling and a bard soft mesh as well as an anterior vaginal wall mesh interposition using a non bard davol sling. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.

Manufacturer narrative:
Addendum to the previous report. This supplemental emdr is being sent due to additional information received from the patient's attorney. It was originally alleged that the patient experienced unspecified adverse outcomes associated to the use of the device. The additional information provided now alleges the patient experienced prolapse, urinary problems, and dyspareunia. With the current information available no definitive conclusion can be made. If additional event and/ or evaluation information is obtained, a follow up emdr will be submitted.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: on (B)(6) 2008 - the patient was diagnosed with severe cystocele, vaginal prolapse, rectocele, urethral hypermobility and stress incontinence. The patient underwent an anterior posterior repair, bilateral sacrospinous ligament fixation, implant of a non bard davol bioarc sling and a bard soft mesh as well as an anterior vaginal wall mesh interposition using a non bard davol sling. The attorney's legal claim alleges the patient experienced pain, urinary problems, recurrence and dyspareunia.